Event description:
Customer reported two events in which the vein stripper broke in the pt during a vein stripper procedure. The surgeon was required to make a 1/2" incision to remove the broken portion. See mtg medwatch report# 1226348-2005-00221 for the first event.